Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmisison showed that the pulse generator exhibited noise over-sensing of far field r-wave on the atrial channel resulted in inappropriate mode switch episodes. No intervention was performed, and the clinic will continue to monitor the patient. The patient had no adverse consequences.

Event description:
Transmission showed that the pulse generator exhibited over-sensing of far field r-wave on the atrial channel resulted in inappropriate mode switch episodes.